Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the other number field is list (B)(4)- 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described. Stomatitis is a known complication of a peg tube placement. If tubing involved in this event was manufactured by abbvie, there are no anomalies with the abbvie peg tube that would contribute to the event reported. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
On (B)(6) 2015, a patient had a peg-j implant procedure performed. On (B)(6) 2015, the patient was seen by the physician for a follow up appointment. The patient was told the peg-j had moved and the site was slightly infected with redness and drainage. The physician adjusted the tube placement and prescribed cephalosporin as an antibiotic. On (B)(6) 2015, it was reported the patient had an abdominal xray on (B)(6) 2015 and showed the peg j tube remained in correct place.